Event description:
It was reported that the patient has been "feeling something poking her for the past 3-4 months." The patient also reported the physician has done "other stuff since the implant (doesn't know exactly what the physician did), but she's still no better off than before the implant." The patient has an appointment scheduled with the physician for (B)(6) 2014. Additional information received indicated the physician scheduled the patient for "durasphere" and possible "lyse tape." The cause of the "poking feeling" was not determined and no previous intervention had taken place. No further patient complications were reported in relation to this event.

Manufacturer narrative:
Implanted in (B)(6) 2013.